Event description:
It was reported that the patient presented to the emergency room due to multiple shocks during atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator was reprogrammed and the patient was given medication to control the heart rate. The patient was fine before and after device programming.